Manufacturer narrative:
H3: product analysis product ID# 37612. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had dbs system implanted for parkinson's disease, but recently symptoms worsened and there were high impedances on both leads (red and amber). Only 3/8 contacts were usable. A new program was set up to avoid the contacts with high impedances, however the therapy was not as effective as previous programs. The patient had fallen a few times and it was unclear if the impedance issue occurred before or after the falls. The thought was that the extensions or leads may have been damaged. Exploratory surgery was performed and the components of the system were tested and it was found that the activa rc battery was the issue. During surgery, extensions were tested using trialing cable and impedances were ok (except one contact which would not be used). When a new implantable neurostimulator (ins) (percept pc) was connected, the impedances also were better than with the old ins. The ins was replaced. The issue was resolved.